Manufacturer narrative:
Patient identifier - requested, information yet to be received. Date of birth - requested, information yet to be received. Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Date of event - unknown, requested, information yet to be received. Implanted date: unknown. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after an angiogram was performed, an angio-seal device was used for closure. The physician placed the angio-seal device at 0835. The ICU staff reported that thirty-eight hours post angio-seal deployment a hematoma formed. The patient was stabilized quickly with manual pressure, IV fluids and extended bed rest. No other issues were noted.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional patient information, provide the date of event, provide additional event information in describe event or problem, provide the implanted date, provide an additional patient code, and provide additional information in additional MFR narrative. Ethnicity - requested, not provided.

Event description:
Additional information was received on 6/6/2018. The procedure being performed was a coronary angiogram, thrombectomy and percutaneous transluminal coronary angioplasty (ptca) using 4f thru 6fr sheaths. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were also no issues with insertion, deployment or withdrawal of the angio-seal device. The patient does not have a history of bleeding disorder. The patient takes asa (aspirin) 325 mg and plavix 75 mg daily. Single stick was used to gain arterial access and the posterior wall of the artery was not punctured. The puncture site was not above the inguinal ligament or the inferior epigastric artery. The patient had two integrilin boluses during the procedure and there was no testing performed to diagnose the bleeding. No medical or surgical intervention was required and the blood loss was less than 250 cc. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to attach the FDA medwatch report and to update initial reporter also sent report to FDA. See [mw5077183)]

Event description:
Terumo medical received FDA mw5077183 report on 5/23/2018 that reported the following. "Issue was post bed rest hematoma developed."